Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("unusual and excessive bleeding during menstrual cycles often losing over one (1) liter of blood in a three (3) day period / extremely heavy menstrual cycles"), autoimmune thyroiditis ("suffers from the effects of both hashimoto¿s and grave¿s diseases, which are autoimmune diseases") and basedow's disease ("suffers from the effects of both hashimoto¿s and grave¿s diseases, which are autoimmune diseases") in a (B)(6) female patient who had essure (batch no. 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "45 minutes to implant the coil into my right fallopian tube" and device difficult to use "the left coil was much more difficultly remove". The patient's concurrent conditions included uterine fibroid, polyp, anemia and urinary urgency. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("unable to implant plaintiff¿s left fallopian tube with essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramps and pressure / pelvic pain during menstrual cycles"), abdominal discomfort ("severe menstrual cramps and pressure"), autoimmune thyroiditis (seriousness criterion medically significant) with amnesia, fatigue, goitre and weight increased, basedow's disease (seriousness criterion medically significant) with tachycardia, tremor, gastrointestinal disorder, nausea and weight decreased, allergy to metals ("allergic to nickel or any other component of essure"), medical device discomfort ("45 minutes to implant the coil into my right fallopian tube and due to the discomfort of implanting that tube"), blood pressure decreased ("my blood pressure dropped") and vomiting ("vomiting"). The patient was treated with medroxyprogesterone (depo provera), thiamazole (methimazole), propranolol, and surgery (transvaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, complication of device insertion, allergy to metals, medical device discomfort, blood pressure decreased and vomiting outcome was unknown, the menorrhagia and dysmenorrhoea had resolved and the abdominal discomfort, autoimmune thyroiditis and basedow's disease had not resolved. The reporter considered abdominal discomfort, allergy to metals, autoimmune thyroiditis, basedow's disease, blood pressure decreased, complication of device insertion, dysmenorrhoea, medical device discomfort, menorrhagia, pelvic pain and vomiting to be related to essure. The reporter commented: plaintiff¿s right fallopian tube was implanted with essure (B)(6) 2008. However, physician was unable to implant on left fallopian tube. On (B)(6) 2008, plaintiff again went to doctor¿s office to insert essure in her left fallopian tube, which was successfully implanted. The right essure coil was removed by incising the serosa and removing it with sharp dissection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly in place / tubes were occluded. Radiologist confirmed occlusion during the procedure. Office also called to confirm occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device difficult to remove. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: the event allergy to nickel, medical device discomfort, device insertion difficult, blood pressure decreased, vomiting, device difficult to remove, pelvic pain added. Reporters, lot number added, treatment drug, concurrent condition, events outcome changed added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("unusual and excessive bleeding during menstrual cycles often losing over one (1) liter of blood in a three (3) day period / extremely heavy menstrual cycles"), autoimmune thyroiditis ("suffers from the effects of both hashimoto¿s and grave¿s diseases, which are autoimmune diseases") and basedow's disease ("suffers from the effects of both hashimoto¿s and grave¿s diseases, which are autoimmune diseases") in a 35-year-old female patient who had essure (batch no. 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "45 minutes to implant the coil into my right fallopian tube" and device difficult to use "the left coil was much more difficultly remove". The patient's concurrent conditions included uterine fibroid, polyp, anemia and urinary urgency. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("unable to implant plaintiff¿s left fallopian tube with essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramps and pressure / pelvic pain during menstrual cycles"), abdominal discomfort ("severe menstrual cramps and pressure"), autoimmune thyroiditis (seriousness criterion medically significant) with amnesia, fatigue, goitre and weight increased, basedow's disease (seriousness criterion medically significant) with tachycardia, tremor, gastrointestinal disorder, nausea and weight decreased, allergy to metals ("allergic to nickel or any other component of essure"), post procedural discomfort ("45 minutes to implant the coil into my right fallopian tube and due to the discomfort of implanting that tube"), blood pressure decreased ("my blood pressure dropped") and vomiting ("vomiting"). The patient was treated with medroxyprogesterone (depo provera), thiamazole (methimazole), propranolol, surgery (transvaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, complication of device insertion, allergy to metals, post procedural discomfort, blood pressure decreased and vomiting outcome was unknown, the menorrhagia and dysmenorrhoea had resolved and the abdominal discomfort, autoimmune thyroiditis and basedow's disease had not resolved. The reporter considered abdominal discomfort, allergy to metals, autoimmune thyroiditis, basedow's disease, blood pressure decreased, complication of device insertion, dysmenorrhoea, menorrhagia, pelvic pain, post procedural discomfort and vomiting to be related to essure. The reporter commented: plaintiff¿s right fallopian tube was implanted with essure (B)(6)2008. However, physician was unable to implant on left fallopian tube. On (B)(6) 2008, plaintiff again went to doctor¿s office to insert essure in her left fallopian tube, which was successfully implanted. The right essure coil was removed by incising the serosa and removing it with sharp dissection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly in place / tubes were occluded radiologist confirmed occlusion during the procedure. Office also called to confirm occlusion concerning the injuries reported in this case, the following one/ones were reported via medical records:device difficult to remove quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.